Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that a death occurred. The patient underwent a left atrial appendage closure (laac) procedure and had a watchman laa closure device implanted in (B)(6) 2014. The patient died, however the date of the death and the cause are unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died in a retirement home.